Event description:
An optometrist reported a case of bilateral corneal haze detected at the flap edge, observed day four post operative lasik surgery. Reporter indicated the pt reported light sensitivity. Pt was noted to have been treated with increased topical steroid eye drop therapy. There are two related reports for this pt, this report addressed the pt's right eye with corneal haze noted nasally. Another manufacturers report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).